Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; needle, and one suture into winding former outside their foil packet that pertained to the product code vcp433. To assess the condition of the sample, the suture was dispensed and examined. It was noted that the end of the suture was broken. During the visual inspection of the needle, it was found that the swage area was cracked and remnant suture was observed in it. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to continue the surgery, the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one used suture piece outside its packaging that pertained to the product code vcp433. Upon visual inspection of the sample, body fluids were found along the strand. The ends of the suture were examined, and an insertion mark was observed at one end, as expected. The other extreme was noted to be cut probably caused by a surgical instrument. In addition, the needle was not returned to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: our failure analysis lab received an additional product with reference to this complaint, the following product was received: - product code: unk. This complaint is for product code product code: vcp433h; lot number: tmmlbc 1. Please clarify if the additional device belongs to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. --contacted with the sales rep today via phone, only 2 complaint devices of (B)(4) were returned for analysis, the additional product doesn't belong to this complaint.